Manufacturer narrative:
Device was disposed and, therefore, is not available for eval. Follow up with hosp indicated that there were no pt complications attributed to the device.

Event description:
It was reported that the non-distensible tubing snapped from the vamp apparatus on a pt in the ICU when drawing back on the vamp for a blood sample. Nurse was able to clamp off the tubing (turn off stopcock) and there was minimal blood loss. The device was disposed and, therefore, will not be returned. No pt complications; no intervention was reported. Due to reporter's opinion, a medical device report is being filed.